Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements up to 141 ohms. A commanded shock was performed, which revealed a shock impedance measurement of 109 ohms. Then defibrillation threshold (dft) testing was performed at 31 joules and the shock impedance measurement was 102 ohms. The shock impedance alert was increased and the patient would continue to be monitored. No additional adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements up to 141 ohms. A commanded shock was performed, which revealed a shock impedance measurement of 109 ohms. Then defibrillation threshold (dft) testing was performed at 31 joules and the shock impedance measurement was 102 ohms. The shock impedance alert was increased, and the patient would continue to be monitored. No additional adverse patient effects were reported. The lead remains in service. It was reported that during explant procedure a defibrillation threshold (dft) test was performed due to high shock impedances. Then, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.